Event description:
Info received indicates a nurse turned the pt on her side with the pt leaning on the right intermediate siderail, the siderail opened and the pt fell out of the bed. The pt was not injured. The nurse stated that she heard the siderail click when she raised it into position.

Manufacturer narrative:
The technician tested all four siderails and found no issues with the siderails latching. There was no wear on the latch mechanism components. The technician could not duplicate the alleged malfunction.